Event description:
It was reported that a pacemaker-dependent patient presented for a generator change procedure due to an elective replacement indicator. Prior to the procedure, device interrogation and transmissions revealed that the left ventricular (lv) lead exhibited a high pacing threshold and failed to capture. The lv lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition before, during, and after the procedure.